Manufacturer narrative:
Concomitant medical products: 407652 ipg, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately one month post implant of the implantable pulse generator (ipg),  the patient developed an infect ion. The ipg system was explanted. Cultures were taken and antibiotic treatment was necessary. No further patient complications have been reported as a result of this event.